Event description:
Reported event: the patient received implantation of iab and was placed on iabp while in the cath lab before transfer to ccu where the iabp was alarming as unable to read EKG signal despite proper tracing on the console screen. The iabp was switched. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the patient received implantation of iab and was placed on iabp while in the cath lab before transfer to ccu where the iabp was alarming as unable to read EKG signal despite proper tracing on the console screen. The iabp was switched. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. Review of the customer photograph submitted in the complaint was performed. The photograph of the display screen shows the iabp triggered on the ap signal while on the patient simulator. According to the additional information, the trained biomedical representative checked the pump and found to be operating normally. The pump was returned to service. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. The reported complaint of "unable to read EKG signal" is not able to be confirmed. Based on a review of the device history record, the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.